Manufacturer narrative:
Evaluation summary: as received the valve exhibits moderate calcification in the cusp area leaflet 1 and 2, and in the free margins of leaflets 2 and 3. Calcification is moderate to heavy in the cusp area of leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 7-8mm. Minimal to moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by 4mm. Host tissue is minimal to moderate at the stent inflow and moderate to heavy at the stent outflow. A cut in the sewing ring at commissure 2 is most likely due to explant. Cuts in the sewing fabric at the outflow aspect exposed the wireform at commissure 2 and 3. The x-ray demonstrates calcification. Method: x-ray. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The evaluation confirmed calcification and host tissue. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Reportedly, an edwards' valve was explanted after and implant duration of approximately 6 years due to severe calcification and aortic stenosis.

Manufacturer narrative:
Method: (B)(4) other = device not returned. Additional manufacturer narrative: as the subject serial number has not been provided, the device history record review cannot be completed at this time. Operative report and product return have been requested, but not yet received; therefore, no further investigation can be performed into the root cause of this report. Updates will be reported once received and evaluated.

Event description:
The operative report states that the "valve had 1 leaflet that had some calcification on it, but there is fairly severe pannus ingrowth both above and below the valve onto the leaflets. This greatly restricted leaflet motion creating aortic stenosis."